Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture was observed due to left ventricular lead dislodgement. The issue was resolved by explanting and replacing the lead. The patient was stable and experienced no adverse health consequences.